Event description:
It was reported intermittent occlusion alarm occurred. The customer experienced several high blood glucose events, dates unknown, related to this issue, including one reported value of 525 mg/dl and two other events where blood glucose was displayed only as ¿high," specific value is unknown. Customer addressed high blood glucose by giving correction doses using pump for each event, and successfully resumed insulin.